Manufacturer narrative:
Per visual inspection, broken off piece at the cartridge holder and inpen front shell does not stay attached. Missing dose window. Inpen did not pair to the commercial app. However, inpen did transmit to manufacturing app. Inpen received with leadscrew 1/4 of travel. Performed dust/debris investigation and found visible horizontal abrasions on the outside of electronics housing. This indicated debris was lodged between the dose knob and electronics housing causing difficulty dispensing a dose. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Test inpen was used to perform front cap investigation. In conclusion, deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing difficulty dispensing a dose. This can affect insulin delivery. Therefore, the customer concern of difficult to dial/dose was confirmed. Unable to confirm dose log inaccuracy due to difficult to dial/dose. Cartridge holder damage was confirmed due to broken off pieces of cartridge holder. Cosmetic damage was confirmed due to missing dose window. Cap anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported cartridge holder was cracked and the cap. Troubleshooting was performed and later declined. The customer reporting that dose knob/dial was slipped, and dose dial slip was greater than 1.0 unit. The customer reported intended dose amount and dose amount recorded in the inpen app different and the difference between intended dose amount and recorded dose amount in inpen app was 3 units. No further patient complications were reported.  No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the inpen will be returned for analysis.